Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided pump reset information and assisted with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.